Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited low pacing impedance and under-sensing. No interventions or changes were reported. The patient's status was unknown.